Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The following follow up actions were performed: the measuring cell was exchanged. Checks were performed. Performance testing was run and this was acceptable. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant high results were generated by a cobas 6000 e 601 module. The events involved a total of 1 patient with the following: one sample with discrepant results for the elecsys vitamin d assay.